Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/27/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). Returned testing met the acceptance criteria outlined in q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure) for suppressed results and, with the exception of ica++, for the total allowable error (ea). The rate of ica++ outside of ea exceeded the allowable limit. A deficiency for ica++ results outside ea has been identified for chem8+ lot h18286. Quality record (qr) (B)(4) has been raised to address this issue.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant results on a (B)(6) male patient presented with diabetes, hypertension and being seen for month follow up on diabetes. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.